Event description:
Hepatitis a igm antibody laboratory test was positive. Pt had no clinical signs or symptoms of disease. Liver profile was normal. Physician suspects that the laboratory result was a false positive.